Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided or upon completion of analysis should the device be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high out-of-range pace impedance measurements greater than 2,000 ohms. This rv lead was explanted, and no additional adverse patient effects were reported.